Event description:
Was in ICU for 3.5 weeks with ivs, art line etc. Medipore tape was used and believed by healthcare team to cause deep blistering on both hands. The left hand wound was deep and became infected. I have been under pcp care since leaving the hospital on (B)(6) 2021. Several antibiotics have been used. Wound very slow in closing. Now referred to a wound surgeon for cleaning out and closing wound. If continued current bactroban plus antibiotic my pcp says could take 4 more months to heal. This is a very troubling and concerning situation. Culture was performed weeks after problem first noticed in the ICU and identified as an allergic reaction. Treated with antimicrobial cream and doxycycline. Medipore tape used in ICU, (B)(4) hospital, (B)(4). FDA safety report ID # (B)(4).